Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device failed to power on. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The issue was found to be caused by the device's system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board not powering the device on was found to be due to a possible program corruption on the system board. The device was not repaired, it was scrapped.